Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro 2 plastic tip of the jaw was broken. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage including charred tissue on the jaws and slight evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw. The silicone insulation was partially torn away from the tip of the cold jaw. Based on the returned condition of the device the reported complaint was confirmed for "jaw break - bent heater wire and peeled silicone insulation". The confirmed failure mode has been investigated in the fir system. Internal complaint number (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).